Event description:
Customer requested price quote for a new fiber coupler assembly because one of his customer's 80w laser had a melted fiber coupler. User stated, "for the last weeks we observed a slight loss of power and formaldehyde-like smell in case of longer use at high intensity. The fire happened after almost one hour of continuous lithotripsy for a large bladder stone. If I remember correctly the power was set to 40 w. I believe there was some overheating somewhere inside the device so that the fiber socket (I don't know how you call it) caught fire and its plastic coating melted." This information is documented as reported to trimedyne.

Manufacturer narrative:
(B)(4): photographs of actual device involved in invident were evaluated.(B)(4): evaluated photographs provided by user.